Event description:
Additional information received reported no detachment attempts had been made. No pushwire damage was observed. The coil was removed and the procedure was able to be completed successfully.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hg3: an axium prime coil was returned for analysis. The axium prime coil was returned without introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be loose. This is indicative of detachment attempts by mechanical method. The axium prime coil pushwire was found to be kinked at ~15.7cm, ~27.8cm, ~40.6cm, ~71.1cm, and at ~95.8cm from proximal end. This is indicative of detachment attempts by manual methods. The coin was found to be pulled back and not against the lumen stop. The implant coil was already detached and not returned. No other anomalies were observed. Under the microscope, the outer jacket was then removed to gain access to the coin. The coin was found to be damaged. The coin was unable to be measured due to its damaged condition. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.0034¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring was found to be visually acceptable and measured to be 0.0049 which is not within specification. Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached. It is likely that the premature detachment is due to the damage to the coin, however, the cause could not be determined. It is possible that the coin was damaged during the reported repositioning of the implant coil if the coil was not retracted in a one-to-one motion with the implant pusher during repositioning. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be determined. Possible causes for premature detachment are tortuous anatomy, pusher rotation and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the first attempt to implant the coil, it was found the coil was not in an ideal position. When the physician repositioned the coil, it was found the coil was already partially detached. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include an echelon 10-45 (lot #: b135602).